Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure (batch no. C59248) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure". The patient's medical history included grand multiparity (multiparity), leiomyoma nos (leiomyoma), bleed in luteal cyst (hemorrhagic corpus luteum), paratubal cyst (paratubal cysts), menometrorrhagia (menometrorrhagia), menopausal symptoms (menopausal symptoms), endometrial polyp (endometrial polyps) and dysmenorrhea (dysmenorrhea). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: discrepancy added: essure insertion date as per case is (B)(6) 2015,whereas date as per mr is (B)(6) 2015. And essure removal date as per mr is (B)(6) 2018, whereas date in case is (B)(6) 2018 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure (batch no. C59248) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure". The patient's medical history included grand multiparity (multiparity), leiomyoma nos (leiomyoma), bleed in luteal cyst (hemorrhagic corpus luteum), paratubal cyst (paratubal cysts), menometrorrhagia (menometrorrhagia), menopausal symptoms (menopausal symptoms), endometrial polyp (endometrial polyps) and dysmenorrhea (dysmenorrhea). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: discrepancy added: essure insertion date as per case is (B)(6) 2015,wheras date as per mr is (B)(6) 2015. And essure removal date as per mr is (B)(6) 2018, whereas date in case is (B)(6) 2018 most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: reporter added, lot number added, medical history added, event :novasure ablation with essure , menorrhagia and endometrial polyps made medically significant and intervention required due to surgery. Removal date added, reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.